Event description:
It was reported that the external pulse generator generated a "self-test failure" error. It was further reported that the generator was being sent as a trade-in device. The generator was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a "self-test" failure, program 3 <(>&<)> 4 were run after soak at each temperature and attempted to power the device up, no anomalies were observed, the device powered up. Analysis did find that the upper and lower cases were broken and dented, the battery contacts were compressed and the serial number label was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).